Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The fault was found with the rotary valve. Investigations of similar instances determined that the rotary valves were subject to scratching of their sealing faces. No foreign materials were found to determine the cause of the scratches. This valve was manufactured by glacier and had the graphite process applied. Further investigations found that some deva materials contained areas of larger deposits of graphite that could be removed. It is not possible to conclude if the graphite caused the scratch. The deva material supplier has since changed from glacier to federal mogul and is less prone to voids and is reported to be easier to machine.